Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to power down all system components then reboot the system. The system then operates as intended.